Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided . Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. The lens remains implanted. Manufacturing date: unknown since serial number is was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient was unhappy with the post-op result after the implantation of a zxr00 21.5 diopter intraocular lens (iol) in her left eye on (B)(6) 2016. Reportedly, the patient is experiencing starburst. Patient information: pre-op va (visual acuity) for near and far: (B)(6) 2016: bcva (best corrected visual acuity) od (right eye) 20/40 +1 / os (left eye) 20/40 -3. Pre-op astigmatism od +.71, os +.18. Axial length - both eyes. Post-op va near and far: (B)(6) 2017: ucva (uncorrected visual acuity) od 20/30, bcva od 20/20 mr: -.75 sph, iop (intraocular pressure) 16 . Ucva os 20/40, bcva os 20/20 mr: (manifest refraction) -1.00 +2.50 @140 iop 20. Doctor commented he may explant the lens in patient's right eye, but waiting on the left eye. The implant date of the lens implant, right eye is unknown.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Initially, customer reported that they were postponing surgery on the left eye and may explant the lens in the right eye to replace it with a zcb00 iol. However, through follow-up it was clarified that this information was incorrect. Customer stated that the patient is waiting for surgery on right eye and physician may explant the lens from the left eye and replace it with a zcb00 lens. Furthermore, in addition to the starburst issue, patient is unhappy and stated that their night vision driving was poor. This report will represent the lens implanted in the left eye. (B)(4). Manufacturing date: 11/21/2016. All pertinent information available to the manufacturer has been submitted.